Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no capture and high impedance. Therefore the rv lead was capped and not replaced. No patient complications have been reported as a result of this event.